Manufacturer narrative:
(B)(4). D10: item# unk humeral component; lot# unknown. Item# unk stem; lot# unknown. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation of a tm shoulder on an unknown date. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent aa revision approximately eleven (11) years and three (3) months post-implantation due to rotator cuff failure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; a2; a3; b4; b5; d1; d2; d4; d6a; d10; g1; g3; g4; g6; h1; h2; h4; h6; h10. D10: item# 00432604000; lot# 62427556. Item# 00434811013; lot# 62514022. H6: proposed component code, mechanical (g04) head. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the reported event by a health care professional found: the rotator cuff is a group of muscles and tendons that surround the shoulder joint, keeping the head of the humerus firmly within the shallow socket of the shoulder. Rotator cuff injuries occur most often in people who repeatedly perform overhead motions or experience any sort of trauma to the shoulder. Degenerative tears can also occur because of the gradual wearing down of the tendon. This degeneration naturally occurs as we age. Factors that lead to degenerative tears include repetitive stress, lack of blood supply, bone spurs, and increased age. Common symptoms of a rotator cuff tear include pain at rest or with activity, weakness, and crepitus. Typically, an anatomic shoulder is performed when the rotator cuff is stable and intact, and a reverse shoulder is performed for an insufficient rotator cuff. This is a limited investigation; therefore, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. The root cause of the reported event was determined to be unrelated to the device. The event was unable to be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.